Event description:
During a routine shift check by a clinician, the device failed to discharge the selected energy and internally dumps the energy. There was no pt involvement in the reported malfunction.